Event description:
Patient experienced elevated blood glucose (320-420 mg/dl, normal 150-200 mg/dl), felt ill and had a severe headache. Patient drove to the hospital and was admitted in 2005 for ketoacidosis, but did not recall the ketone level. Patient was treated with an insulin drip. While in the hospital, patient developed an infection at the infusion site and was treated with antibiotics. Patient remained on the device while in the hospital. While troubleshooting patient has used the piston rod and adapter for 5 years, which is longer than recommended. Patient was released a week later.